Manufacturer narrative:
The recipient's device was explanted to undergo mris for additional treatment. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipients device was reportedly explanted due to a neurological issue. The recipient was not reimplanted. The recipient is doing well following surgery. The recipient's device will not return to advanced bionics for analysis.